Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys troponin t (troponin t). The erroneous result was reported outside of the laboratory. The initial troponin t result from the cobas e 411 immunoassay analyzer was 0.066 ng/ml with a data flag. This result was reported outside of the laboratory. The technologist decided to repeat the testing on the sample. The sample was retested on two separate e 601 analyzers and the results were <0.0 ng/ml. The sample was also retested on the same analyzer and the result was 0.010 ng/ml with a data flag. The sample was retested on a different e411 analyzer and the result was 0.010 ng/ml with a data flag. The patient was to be transferred to another hospital based on the 0.066 ng/ml result. The physician cancelled the order based on the repeat results. No adverse event occurred. The troponin t reagent lot number was 153491. The expiration date was requested but was not provided. The field service engineer (fse) visited the customer site. A possible defective measuring cell was identified. The measuring cell was replaced along with measuring cell tubing, sipper probe and sipper probe seal, and the electrostatic brush. System tests were performed and the results were within specification.

Manufacturer narrative:
The affiliate clarified that all the repeat results were performed on the customer's e411 analyzers. No repeat results were performed on the customer's e601 analyzers.

Manufacturer narrative:
A specific root cause could not be identified.